Manufacturer narrative:
Review of the submitted videos and photos of the patient's system controller screen confirmed the reported pump stoppages and alarms; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. The submitted videos showed intermittent red heart alarms associated with driveline disconnected and low flow hazard alarm conditions on the patient's system controller screen. The driveline remained connected to the system controller. The red heart alarms were also associated with an intermittently black pump running symbol, indicating that the pump was stopping. In addition, intermittent yellow wrench alarms were active, which were associated with the low speed advisory condition. The alarms occurred while the system was connected to a tethered patient cable and while the patient was in both a sitting and semi-recumbent position. The submitted photographs of the patient's system controller screen showed that driveline disconnected and low flow alarms were active at timestamp (B)(6) 2017 15:21 and low speed alarms were active at timestamps (B)(6) 2017 15:27 and (B)(6) 2017 15:33. The latter low speed alarm also correlated with an active low flow alarm. The submitted system controller log files contained approximately 36.5 days of data from timestamps (B)(6) 2017 15:45 to (B)(6) 2017 02:32 and showed that the system was operating on battery power for the large majority of the recorded data. The pump appeared to be operating normally with overall stable pump parameters; no atypical alarms were captured and the pump speed remained above the low speed limit for the duration of log file data. It appeared that the alarms captured in the submitted videos and photos of the patient's system controller screen had been overwritten by subsequent recorded data. Based on previous complaint experience, the events captured in the submitted video and photographs appear consistent with a potential driveline wire compromise; however, a specific cause for the abnormal pump operation and alarms could not be conclusively determined through this evaluation as the product remains in use. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was doing well while the pump was supported by batteries. The pump stoppages only occurred when the patient connected the system controller to the power module. The patient was reportedly waiting for a travel visa to (B)(6) and would inform the international patient services upon his arrival to the country.

Manufacturer narrative:
The patient¿s weight was not provided. Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 1 years, 11 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that a red heart alarm with a driveline disconnect message was observed while the system controller was connected to the power module, followed by a yellow wrench, driveline disconnect, and low flow alarms. No alarms occurred when the system controller was connected to batteries. The patient was asymptomatic. It was recommended that the patient continue using batteries and visit the nearest lvad center. The patient reported that they may come to india for further evaluation. Additional information was requested, but was not provided.